Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate low voltage therapy was delivered on the right ventricular (rv) lead. Abbott technical support was contacted and during investigation it was determined that the device performed as programmed and delivered inappropriate low voltage therapy due to atrial fibrillation. The cause of the event was determined to due to the rv lead's positioning in the coronary sinus instead of the right ventricle. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.